Event description:
The pt experienced increased spasticity despite a significant increase in pump drug dosage. The pt underwent surgery. During surgery, it was discovered the intrathecal space was compartmentalized; the hcp believed the catheter tip was positioned against a "block" in the pt's spine which prevented the medication from flowing properly. There appeared to be no malfunction with the catheter. The hcp removed and replaced the entire catheter. The pump was nearing eol (end of life) since it had been delivering medication at a high rate. It was believed the high rate would deplete the battery prior to typical pump eol. The hcp decided to replace the pump at this time as he did not want to subject the pt to a future surgery for the pump replacement. The pump medication was not reported. The pt outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): "block" in spine - (B)(4).